Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl, and he was treated with the insulin pump. It was stated that the customer had excessive thirst, nausea, and confusion. It was mentioned that the insulin pump was falling out of his pocket two days prior the event. Then the customer worked fine the next day, but the day after his glucose level started elevating and ended in the hosp. The caller stated that the customer also had low sodium and a hyperglycemia episode. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. It was mentioned that there were air bubbles in the tubing and reservoir. Assisted the caller with priming air bubbles out. It was stated that the customer does not allow warming the insulin to room temperature before filling the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.